Manufacturer narrative:
Additional cases associated with this article: 3025141-2019-00442: case 1, 3025141-2019-00443: case 2, 3025141-2019-00444: case 3, 3025141-2019-00445: case 4, 3025141-2019-00447: case 6, 3025141-2019-00448: case 7, 3025141-2019-00449: case 8.

Event description:
Article: surgical treatment of displaced proximal humerus fractures with a short intramedullary nail, nolan, betsy m. Md; kippe, matthew a., md; wiater, michael, md; nowinski, gregory p., md; j shoulder elbow surg (2011) 20, 1241-1247. Case 5: patient underwent revision surgery to remove poalrus nail hardware due to loss of fixation or prominent hardware.